Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. Therefore, the root cause for the remaining foreign material could not be established. The event can be detected and prevented by following the instructions for use (IFU). IFU: pcf-h290zi operation manual chapter 3 preparation and inspection states detection methods. IFU: pcf-h290zi reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor field performance for this device.